Event description:
On (B)(6) 2011, I went into my dr.'s office for the essure procedure. When I came out I was informed due to my being active under sedation the doctor was not able to perform the procedure. A few weeks later, I had another procedure completed since the first was not able to be done. On (B)(6) 2012, I went to have the confirmation test (hsg) done to verify that my tubes were indeed blocked from the second procedure. During the course of this, the radiologist informed me that I had misplaced essure implants (from the first procedure since the second was not essure) and suggested that I speak to my doctor. My doctor has now claimed that she opened three packages of essure devices and two of them were bent, which she tried to use anyway, and that the devices malfunctioned and must have deployed the implants without her knowledge. Having two thirds of the devices bent and then malfunctioning on insertion needs to be reported to the FDA but my doctor did not want to. Implants are not where they should be and it can not be pin pointed on x-ray and both my doctor and the company that makes essure are refusing to find them saying it is not "standard of care" to know.